Manufacturer narrative:
(B)(4) received a contaminated port attached to 5cm of catheter. Product was decontaminated. Upon visual inspection of the catheter, having bent the plastic tubing for a clearer visual, a hole in the catheter was evident. The root cause could potentially be assigned to user mishandling; excess pulling or stretching of the catheter reducing in wear and tear.the analysis identified that the catheter was returned with a puncture located on the catheter tubing where it enters the locking connector. Review of the manufacturing records indicates that no discrepancies were identified during the manufacture of this band. On review of the IFU it was noted:on connecting the tubing to the velocity injection port, the IFU states "leave sufficient tubing within the peritoneal cavity to avoid excessive tension on the sagb quick close with movement and positional changes." One possible root cause is that incorrect port placement may have contributed to the wear and tear of the tubing. It is also noted that the "surgeon should advise patients that the sagb quick close is a long-term implant and that explant and replacement surgery may be indicated at any time". "Surgery may be required to revise or replace the sagb quick close and /or the injection port. The sagb quick close is not intended to be a lifetime implant".

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It is alleged by the affiliate that there was a leakage. Specifically a leak on the catheter, at the level of the casing. There was no reported patient consequence.